Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The 55% stenosed, 19x8mm, eccentric, de novo target lesion was located in the non-tortuous and non-calcified subclavian artery. A 0.035 guidewire was advanced to cross the lesion. Following predilation with an 8x40mm balloon catheter, a 9.0x30x135cm express¿ ld vascular stent was advanced to treat the target lesion. However, upon introducing the express¿ ld vascular stent delivery system (sds), the stent was dislodged inside the sds. The physician had to remove the sds in order to retrieve the stent and the procedure was completed with a different device. No patient complications were reported.